Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a partial lead was returned in one piece. Visual examination found external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region. Electrical testing did not find any indication of conductor fractures. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
Related manufacturer reference number:2017865-2024-34767 it was reported that patient's atrial lead exhibited noise oversensing and inappropriate mode switch. During lead revision procedure insulation damage was noted on patient's atrial and right ventricular (rv) lead. Both leads were capped and replaced on (B)(6) 2024. The patient was stable.